Manufacturer narrative:
This product is manufactured in the us, but not marketed in the us. Off-label use: as per the dfu for this lens model, vicl's are contraindicated for patients under the age of 21 and with anterior chamber depth less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens. -11.00 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was exchanged for a longer lens on (B)(6) 2017 due to low vault. The problem was resolved. The patient's post-op best corrected visual acuity (bcva) and uncorrected visual acuity (ucva) were both 20/20.

Manufacturer narrative:
Product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found a missing piece of haptic, haptic bent and clear residue on lens. (B)(4).